Manufacturer narrative:
(B)(4). Product was returned and confirmed the failure, tamper evident sticker was removed and compromised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on (B)(6) 2024, the peek grappler suture anchor box was opened and the cellophane seal was found to be popped open. Upon fully opening the box, the anchor packaging was discovered to already be open and therefore unsterile, although the anchor remained inside the box. A new sterile anchor was used to complete the procedure without surgical delay or patient injury. Attempts have been made and no further information has been provided.